Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir lip ring was chipped, failed battery test alarms, insulin pump had small scratches on screen, a crack in the corner of the screen and no delivery alarms. The customer declined troubleshooting. The insulin pump will not be returned for analysis.